Event description:
Trifusion placement (B)(6) 2013. Returned for a malfunctioning catheter (B)(6) 2013. Replaced catheter. Catheter is now flushing appropriately but is not drawing back blood. The previously placed trifusion catheter showed fibrin sheath.